Manufacturer narrative:
.

Event description:
Reporting status: death. Reporting rationale: patient died four days post implant. Device issue: no device malfunction has been reported. It was reported via a trial that the patient died four days following stent implantation. She had been discharged from the hospital in good condition but was found two (2) days later dead in her car at the mechanic's shop where she was taking her car for repairs. There was no device issue reported; however, it cannot be said for certain if the device caused or contributed to the patient's death. No additional event or patient info is available.